Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported an impella 5.5 pump support ongoing for 1 day for a high-risk surgical patient. The pump position was poor throughout the support and was ingesting biomaterial as it layed at the ventricle wall. The pump stopped and was explanted. Patient survived coming off support. 2 weeks later again the impact study updated that there was also thrombocytopenia attributed to the pump and patient was administered "substitute" for the platelet drop. Also, there was a stroke that lead to limb paralysis on the right side attributed to pump use. Patient outcome is unknown.

Event description:
Since the original report was filed, there were additional adverse events reported by the study: clinical rationale: an impella 5.5 device was inserted into right axillary/subclavian artery in a 69-year-old female patient presenting in scai stage d shock, on a heart-lung machine, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk cardiac surgery: coronary artery bypass graft (CABG) and mitral valve repair. The following day, the impella was removed. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.6l/min without issues. The clinical events committee (cec) determined acute renal failure to have a definite relationship with the impella device. It was noted that there was no adequate diuresis despite administration of medication, renal replacement procedure, and continuous dialysis. Acute blood loss anemia was determined to have a definite relationship to the impella device. It was noted that the hemoglobin was 6.9mg/dl. The patient was transfused with two units of packed red blood cells (prbcs).

Manufacturer narrative:
H6: b5 updated with additional information received from the clinical site. H6 updated with additional failure modes received from the clinical site. H11: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes were updated/corrected and repopulated accordingly.

Event description:
Updated clinical rationale: an impella 5.5 device was inserted into right axillary/subclavian artery in a (B)(6) year-old female patient presenting in scai stage d shock, on a heart-lung machine, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk cardiac surgery: coronary artery bypass graft (CABG) and mitral valve repair. The following day, the impella was removed. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.6l/min without issues. The clinical events committee (cec) determined acute renal failure to have a definite relationship with the impella device. It was noted that there was no adequate diuresis despite administration of medication, renal replacement procedure, and continuous dialysis. Acute blood loss anemia was determined to have a definite relationship to the impella device. It was noted that the hemoglobin was 6.9mg/dl. The patient was transfused with two units of packed red blood cells (prbcs). Left ventricular perforation was determined to be a serious adverse event with a definite relationship to the impella device. The event required re-operation and prolonged hospitalization.

Manufacturer narrative:
D4. Catalog updated

Event description:
Since the original report was filed, there were additional adverse events reported by the study. The patient required long term ventilation and developed a wound infection at the impella site that prompted antibiotics and wound vacuum pump, additional developed elevation in bilirubin count.

Manufacturer narrative:
B5 updated with additional information received from the clinical site h6 updated with additional failure modes received from the clinical site the investigation of positioning issues, pump stop, stroke/cva, thrombocytopenia, and infection/sepsis has been completed. The impella device was returned for evaluation. Positioning issues: repositioning done multiple times and it always adhered to the heart wall. Return product has no major physical abnormalities apart from biomaterial. The root cause of the positioning issue was not determined due to insufficient clinical details. Pump stop: in the morning, during ongoing support, emergency procedure to remove impella because myocardium was in the inlet cage. Further confirmed impella was running on p3-p4 and had a lot of suction issues. Biomaterial was observed at outflow during explant. Return product had biomaterial wrapped around impeller at outflow and biomaterial ingested all over cannula/inflow cage. No open electrical lines or other physical abnormalities were found. The pump was run in bucket of water and low flows reproduced with flows fluctuating between 0.1 to 3 l/min after initial high motor current (mc) pump stop. The root cause of the pump stop issue was most likely biomaterial based on clinical and return product analysis. Stroke/cva: as per clinical, there was a stroke that lead to limb paralysis on the right side attributed to pump use. The root cause of the stroke/cva was unable to be determined due to insufficient clinical details. Thrombocytopenia: the root cause of the thrombocytopenia issue was not determined due to insufficient clinical details. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Thrombus: failure mode added based on product evaluation. The root cause of the thrombus was unable to be determined due to insufficient clinical details. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b2 disability was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29677. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29677. H6 health effect - impact code 4641 and 4618 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29677. H10 narrative erroneously stated that the device was not received on the initial manufacturer device report number 1220648-2025-29677.

Manufacturer narrative:
Updated information: h6 component code changed to g07003. H6 clinical codes removed e0202, e2012, e0133. H6 impact code removed f1903, f1904, f1204, f23, f08. H6 med dev prob code removed a150201, a141203 and added a01. The investigation for the major bleed, renal failure, pain, anemia, cardiogenic shock has been completed. The cause of the injury was not determined due to insufficient clinical details. The investigation for the cardiac perforation/patient device interaction has been completed. The cause of the device interaction was not determined due to insufficient clinical details.